Event description:
It was reported that during an unk case, the instrument was jamming. Opened another instrument to complete the case. No further info available. There was no pt consequence.

Manufacturer narrative:
(B)(4): evaluation summary - the analysis results confirmed that one device was rec'd in good visual condition. The instrument was cycled and upon the first firing, a double feed issue occurred; subsequent firings fed and formed five conforming clips. The instrument locked out as intended, but the orange indicator did not show up. No jamming issues were noted during analysis. While no conclusion could be reached as to what may have caused the reported incident, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.